Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009; inratio: 1.0; lab: 2.2.

Manufacturer narrative:
Discrepancy results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.0; ref: 2.2; mean: 1.60; confidence limits: 1.1-1.9. Per tsr, test between inratio and lab was performed within an hr of each other. Mean calculation from comparison test data provided by end-user revealed inratio value was outside the lower confidence limit for inr testing. Meter and strips were not expected to be returned. In house testing of retained strip revealed accuracy criteria was met. There is no sufficient info to determine the root cause of end-user's discrepancy. Further testing is not required at this time. As of 11/10/2009, three discrepant result complaints were reported for lot #080868 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action is required at this time as no product deficiency was established. Investigation on strip lot 080868b. The allowable difference between the inratio inr's and sysmex inr's were calculated. At least two out of three replicates of both samples for lot 80868b are within the allowable bias. No discrepant results were established from in-house meters. These meet the above criteria. No further action is required.